Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low shock impedance measurements less than 20 ohms. It was noted that the shock impedance measurements were steady around 50 ohms and last week have become inconsistent, ranging from 44 to 69 ohms with measurements less than 20 ohms. No adverse patient effects were reported. Additional information has been requested; however, no further information is available.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.